Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 (model# m-4800-01 serial# (B)(4)); stockert (model# unknown serial# unknown); cool flow pump (model# unknown serial# unknown); lasso catheter (model# d-1220-80-s, lot# 17173874l); lasso eco catheter (model# d-1343-01-s, lot# 17150127l); lasso eco catheter (model# d-1349-04-s, lot# 17159560l); mobicath (model# d-1400-10, lot# w2891844); cs catheter (model# d-1079-216-s, lot# 1704047m); sterilmed reprocessed soundstar catheter (model # m-5723-105, lot# 1821268). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon inspection brown material was found on the tip dome of the catheter. This condition was not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. A fourier transform infrared spectroscopy (ftir) and a kastle-meyer analysis were performed on the foreign material. It was suggested that this material had a biological composition with blood as the primary component. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and char remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) year old, male, underwent a paroxysmal atrial fibrillation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient had no medical history that would have contributed to this event. It was reported that during a paroxysmal atrial fibrillation procedure, a perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed by ultrasound. A pericardiocentesis was performed and approximately 1050 ml of fluid were removed. In addition, protamine was administered to the patient. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. A transseptal puncture was performed with a st. Jude brk 71 cm needle. The adverse event occurred during fast anatomical map (fam) creation. This physician maps differently. He fams the vein with the lasso then takes the ablation catheter and does a point by point of left atrium volume. In this case, the physician was getting the roof anatomy point by point and there was too much pressure in the vein of left superior region and then the adverse event occurred. The patient did require extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event is procedure related as the physician knew he pushed too hard. There was no product problem. The flow setting was 8. 2ml/sec during the procedure. No error messages were observed on biosense webster equipment during the procedure. A mobicath sheath was used. The patient received anticoagulation during the procedure and the act was maintained at 350s.